Event description:
It was reported that this patient was in sinus rhythm and suddenly what it looked like a bi-ventricular (bi-v) beat occurred inducing a ventricular fibrillation (vf) that required two tachy shocks to be converted. Right ventricular and left ventricular sensing markers were noticed just before the bi-v trigger beat, however, technical services (ts) could not determine exactly what the device sensed, could have been a premature ventricular contraction (pvc). Ts stated that vfs can be triggered by both pvcs and bi-v trigger beats, so it was difficult for ts to determine exactly what happened as it was mentioned previously. Further information was received indicating that this device bi-v trigger feature was turned off to eliminate this variable as a potential cause. This cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.